Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Battery analysis revealed that plated lithium was found to initiate from the case, extend under the head space insulator, and contact the cathode tab/feed through pin. Based on this, the premature battery depletion was determined to be the result of a plated lithium short between the case (negative polarity) and the cathode tab (positive polarity). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Device, device memory and hybrid analysis revealed that the device never set eri / rrt while implanted. Review of save to disk data shows: the device was at 2.9608 volts still almost 2 1/2 years after implant. The bottom battery curve does show some unexplained battery voltage variation beginning on (B)(6) 2019 starting at 2.995 volts and ending on (B)(6) 2019 at 2.947 volts and of course is recovered to 2.9608 volts byon (B)(6) 2019. So while on the battery curve graph it looks worse than it really is because of the scale. The data taken from a save to disk from on (B)(6) 2020 from the day of explant and was also attached to the gch record from the field. You can see that at the time of the save to disk the device was at 2.856 volts. If you look at the compass you will see that the two dips seen on (B)(6) 2020 are explained by vt / vf episodes, charges and shocks. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. No further analysis at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the premature battery depletion was suspected. The patient will continue to be monitored and the device remains in use. No patient complications have been reported as a result of this event.